Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, had a drawer jammed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device this incident, it was determined that the auxiliary half-height drawer 7.1 did not sense that it was closed. A field service engineer (fse) logged into admin and ran the hardware test application (hta) had shown it was open all the time. The fse had confirmed there was no issue with the rails, it opened and closed smoothly. The fse then powered off the station and found that the inseparable was missing its magnet. Therefore, the fse replaced the inseparable. The hta test had passed, and the pharmacy tech had completed the inventory of medications in the drawer. The system functioned as intended after the field service engineer repaired the device.